Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tsb121706a/29284226, UDI: (B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of a zone 0 (ascending aorta) with bca (brachiocephalic artery) tevar treatment for aneurysm from a dissection. The patient was implanted with gore® tag® thoracic branch endoprosthesis device and gore® tag® conformable thoracic stent graft with active control system (tsb121706a, tgmr373115, tsb121706a, tac124515a, te4546a). The patient tolerated the procedure with good results. On (B)(6) 2026, the patient underwent reintervention to treat continued aneurysmal degeneration of the aneurysm due to infection of the patient¿s aorta and of the aneurysm. The side branch device was extended proximally and the tbe aortic component was extended with a ctag. The patient tolerated the procedure. The cause of the infection is not known. The physician reports that at the patient¿s 30-day follow-up computed tomography (CT) all looked good healthy and no device issues or concerns noted. The patient had observed device issues. The patient then stated they had a follow-up CT at another hospital in (B)(6) and the aorta had gotten progressively worse. The physician does not know if there was undetected infection at the time of the index procedure, or the possibility of a sterility issue at the time of the index procedure. But root cause of the degeneration is thought to be infection of the aneurysm which has spread within the aorta and the grafts.